Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis which was manifested by cloudy fluid. The cause of peritonitis was unknown. The patient was not hospitalized for the event. The same day as event onset, the patient was treated with intraperitoneal (ip) vancomycin ( 2 grams every fifth day) and ip gentamicin (20 milligrams per day) for peritonitis. It was reported that the patient was prescribed unspecified additional medication. At the time of this report, the patient was not recovering from the peritonitis event and four days after the onset, the pd catheter was removed. The same day, the patient started hemodialysis therapy. Antibiotic therapy was discontinued five days after initiation. No additional information is available.